Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report #3005099803-2008-6166 for a description of the other device. A stonetome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure(gender, age, weight unknown). According to the complainant, the balloon would not inflate. The procedure was completed with another of the same device. There were no patient complications reported with this event.

Manufacturer narrative:
As received, a visual examination of the returned device revealed the balloon surface was abraded/degraded and disintegrated. A functional evaluation with an air filled syringe found that the balloon would not inflate, and air passed/leaked out of the balloon surface. A review of the device history record for lot number 11494682 was performed and revealed no issues.